Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had broken monitor brackets. There was no patient involvement, thus there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d11, e1(initial reporter, event site email), h6 (health effect ¿ impact codes) . The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6, h10, h11.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon evaluation it was found that brackets had split in half. Fse replaced the brackets and ensured proper functionality of the monitor and brackets. Fse performed system checkout and released to customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken monitor brackets. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.